Event description:
Procedure type: open billroth I reconstruction. According to the reporter: after applying the device, it was noticed that staples were missing. The procedure was completed by suturing. Surgery was delayed about 20 minutes. There was some unanticipated tissue loss. The surgeon did open surgery instead of ladg. Blood loss was more than 200cc but no transfusion was needed. Patient is reported in well current condition.

Manufacturer narrative:
Initial report sent: 04/01/2008.